Event description:
En bloc capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported of the right side device: "potential breast implant recall". Later patient reported "I have had symptoms for over 5 years and my doctor says it¿s medically necessary to remove them". Later patient reported "cyst and lymph nodes swollen". The device remains implanted.